Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery light is not showing when being charged and gives faulty battery error. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer called technical support to report that the battery charge light emitting diode (led) was not blinking when the device was being charged. The remote service engineer (rse) performed troubleshooting with the customer and found that the battery voltage was at 16.5 volts. When the battery is fully charged, it does not charge anymore, and the charge led does not blink. The customer was advised to provide the significant log error code for the battery fault. The customer stated the battery fault issue went away. The customer ran the battery test per the v60 service manual, and the battery test passed successfully, verifying that the battery operated as intended. The customer indicated that the charging led was illuminated after the device being plugged in for 30 seconds. The unit will be returned to patient use.